Event description:
Breast ptosis with displacement of gel implants. Remove nad replace gel breast implants with gel implants. Left intact with capsulectomy. Capsule moderately thickened. Minimal calcifications. Right gel explant. Outer lumen saline rupture, minimal gel bleed.